Manufacturer narrative:
It was previously reported: it was reported to the manufacturer that a trilogy evo o2 ventilator failed in the initial preventative maintenance test. No harm or injury was reported. The trilogy ev300 failed active exhalation testing and required replacement of the 3-way solenoid and proportional valves to address the issue. The system meets the specification for the performed service and is returned to use. Additional information: in addition to the previously reported replacement of the 3-way solenoid and proportional valves, the trilogy evo system printed circuit board assembly was also replaced during repair to address the issue. The system meets the specification for the performed service and is returned to use. The coding grids have been updated accordingly with this report.

Event description:
It was reported to the manufacturer that a trilogy evo o2 ventilator failed in the initial preventative maintenance test. No harm or injury was reported. The trilogy ev300 failed active exhalation testing and required replacement of the 3-way solenoid and proportional valves to address the issue. The system meets the specification for the performed service and is returned to use.